Event description:
It was reported that pre-operatively for a robotic laparoscopic rectopexy procedure, during the insertion of instruments after docking, the monopolar curved shears failed to be recognized. When trying to attach the monopolar curved shears to the sterile interface module (sim) connected to the instrument drive unit (idu), the system displayed a ¿no instrument connected¿ message and no instrument name appeared on the screen. The monopolar curved shears was detached and reattached three times with the same display message. A different instrument (large needle driver) was then attached and was recognized immediately. The original monopolar curved shears was attached again with no change, and then the monopolar curved shears was replaced with another one to resolve the issue. The other instruments were also tested with the sim and all were recognized. There was a delay less than five minutes due to the reported issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.